Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose (bg) was 458mg/dl. In addition the customer experienced a (bg) level of 548 due to not bolusing when food was consumed. Bg was addressed with a bolus via the insulin pump. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issuecould not be verified; however, a different issue was identified.